Event description:
Reportable based on analysis completed on 10mar2015. It was reported that a balloon rupture occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected for treatment of the popliteal artery. During procedure, it was observed that the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good. However, device analysis revealed that the hypotube was broken.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The balloon protector cap was not returned for analysis. The balloon was tightly wrapped and was not subjected to positive pressure. The returned device was attached to an encore inflation unit; however, the balloon was unable to be inflated. Microscopic analysis observed a longitudinal balloon tear in the balloon body at 5 mm proximal to the distal end of a blade and running 7 mm proximally. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The hypotube was broken at 723 mm distal to the distal end of the catheter strain relief. In addition, the hypotube was also broken at 138 mm distal to the first break in the hypotube. A visual and tactile examination found that the hypotube was kinked along its entire length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).